Event description:
A report was received that the patient had an explant procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1132 serial/lot #: (B)(4) description: precision spectra implantable pulse generator.

Event description:
A report was received that the patient had an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent an explant due to infection. The location of infection was at the pocket site. Symptoms were redness and swelling. The physician was unsure of the reason for infection but did not believe that the infection was device related. The patient was prescribed augmentin. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.